Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a the laser functions will be disabled on a system. The timing of the event and patient impact are unknown. Additional information has been requested but none has been received.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
New information provided by the customer stating the event occurred before a procedure. There was no patient involved.

Manufacturer narrative:
The customer reported that the system displayed a system message (sm) ¿laser functions will be disabled¿. The event occurred during set up of the system. No patient harm was noted. The company service representative examined the system and was unable to be replicate the problem reported. As preventative measure, the interface breakout printed circuit board (pcb) was replaced. The system was then tested and met all product specifications. The system was manufactured on february 12, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).